Manufacturer narrative:
Analysis: upon receipt, visual inspection revealed the catheter was kinked near the strain relief. The inner lumen was bent inside the balloon. Functional testing confirmed the guide wire used in the procedure could not be advanced forward. After attempting to advance the returned guide wire, the guide wire was removed and exchanged for a sample guide wire to use for advancement testing. When inserting this guide wire from the hub end of the catheter, the guide wire advanced approximately 65 cm of the 130 cm catheter, and then became stuck. When inserting a guide wire from the distal tip end of the catheter, the guide wire advanced approximately 32 cm of the 130 cm catheter, and then became stuck. In each situation, the guide wire encountered an inner lumen obstruction and was unable to be advanced. Conclusion: the sample evaluation has been completed and it is confirmed the guide wire became stuck within the inner lumen of the lutonix dcb. The guide wire was unable to advance completely through the entire length of the catheter due to an inner lumen obstruction of unknown origin. A definitive root cause could not be determined. It is unknown if patient and/or procedural issues contributed to the reported event. Multiple attempts were made to determine from the hcp why patient access was lost. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Analysis/preliminary evaluation: upon receipt, pre-decontamination visual inspection revealed the original guide wire was inserted through the distal end of the balloon, but not through the entire length of the catheter. Functional testing determined a new guide wire was unable to be passed through the entire length of the catheter as it encountered resistance when inserted from the proximal or distal end of the catheter. The points of resistance were not the same reference location along the length of the catheter. The complaint sample was decontaminated and prepared for further evaluation. A lot history review revealed one other complaint for lot gfzg1379, which was used in the same manner by this hcp. A device history record (DHR) review was performed and noted the device was manufactured to specification prior to being released for distribution. Multiple attempts have been made to obtain additional event details and patient information, but it is not available at the time of this report conclusion: the returned sample is undergoing evaluation which has not yet been completed. The DHR found nothing to indicate a manufacturing related cause for this event. When additional information becomes available, a supplement report with be submitted with all relevant information. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after successful treatment with the lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter, vascular access was allegedly lost. Specifically, the health care professional (hcp) removed the guide wire while leaving the used lutonix dcb in place. Reportedly, while the hcp advanced a second guide wire, the guide wire became stuck within the inner lumen of the lutonix dcb. There were no reported adverse patient effects. The device was returned for evaluation.